Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred. Reportedly, the alarm caused to the pump to discontinue insulin deliveries. Customer's blood glucose was 87 mg/dl. Reportedly, a pump reset was performed and that resolved the issue.